Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation

Event description:
The customer stated that this unit is alarming "motor fault", "vent inop", "circuit disconnect" and "low pip". There was no patient involvement at the time of the incident.